Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as they are related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a procedure, performed to treat a target lesion in the heavily calcified and 90% stenosed mid right coronary artery (rca). The target lesion was predilated with a 3.5 x 12 mm trek dilatation catheter. The 4.0 x 18 mm xience alpine stent was advanced but was unable to cross the target lesion due to the patient anatomy. An attempt was made to remove the stent delivery system; however, the device was caught in the proximal to mid rca. As the device was unable to be removed, the physician deployed the stent where it was, in the proximal to mid rca. The stent delivery system was removed without issue. Additional dilatation was performed at the target lesion in the mid rca and a 4.0 x 18 mm xience alpine stent and a 4.0 x 12 mm xience alpine stent were successfully implanted. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.